Event description:
During a nephrectomy procedure, after using the instrument for a few minutes, the generator alarmed. Removed the instrument and found it had a crack. Changed to another the instrument to finish the procedure. There was no reported patient consequence.